Event description:
It was reported that the atrial lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg, implantable cardioverter defibrillator, implanted: (B)(6) 2011; 694965, implantable tachy lead, implanted: (B)(6) 2007; 419388, implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary-the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.